Event description:
During the evaluation of a returned colleague infusion pump, an intermittently functional channel select key on channel a was discovered. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: during the evaluation of a returned colleague infusion pump, an intermittently functional channel select key on the channel a pump head module (phm) keypad was discovered. Although no root cause was identified, the phm keypad was replaced to resolve this condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.